Event description:
It was reported that the implantable cardiac defibrillator (ICD) reached elective replacement indicator in four years and four months which was earlier than expected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 4076 implantable pacing lead (B)(6) 2008. (B)(4).